Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2017-00011 for the second patient. Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: paravertebral block. It was reported that a catheter broke off inside a patient. There was no reported patient injury. No further information was received.